Manufacturer narrative:
Follow-up #1 date of submission 11/04/2015 device evaluation:the device has been returned and evaluated by product analysis on 10/21/2015 with the following findings: a visual inspection of the pump showed that the audio bolus cover was undamaged. The button responded properly during testing. The cover was removed and no contamination was found under the key contact. Unrelated to the complaint, the keypad cover was torn at the ok button.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the audio bolus button was under and over responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.